Event description:
This is filed to report migration, tissue damage, and recurrent mitral regurgitation it was reported on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4, tissue redundancy (mitral valve prolapse), pre-existing chordal rupture, and a flail. Two xtw clips were implanted, reducing mr to a grade of 1-2. Roughly 3 months post procedure, the patient returned at a follow-up with a symptom of shortness of breath. Echocardiography showed the first implanted clip was mobile, causing mr to increase to a grade of 2-3. The implanted clip remained stable on the leaflets. It was noted possible additional chordal rupture was observed and the valve appeared more redundant (mitral valve prolapse). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration (partial clip movement) appears to be due to challenging anatomy (i.e., pre-existing chordal rupture, leaflet prolapse and flail). The reported recurrent mr and additional tissue injury were related to the clip movement. The reported dyspnea (shortness of breath) was a cascading effect of recurrent mr. The reported patient effects of dyspnea, tissue injury, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.